Event description:
Account reported that several samples have given incorrect zero results for more than one assay. The incorrect results were not used to guide therapy. The field service representative found that the rack placement holder was broken allowing excessive rack movement. He repaired the instrument by repairing the rack placement holder,